Event description:
A trilogy 100 ventilator was returned to the manufacturer service center for evaluation. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the check leak: control flow test step during testing. The device's flow sensor was replaced to address the issue.